Event description:
A doctor alleged that approximately seven (7) patients experienced debonded restorations after placement with optibond all in one. This is the second (2) of seven (7) reports.

Manufacturer narrative:
The doctor did not provide any information with regard to the patient's age, gender, or weight. The doctor removed the patient's restoration and repeated the procedure. To date, the patient is doing fine. The returned product was evaluated for adhesive strength, yielding results within specifications. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this was an isolated incident which occurred as a result of a user/technique related issue and was not due to a product failure.